Manufacturer narrative:
(B)(4): it was reported that patient underwent a urethral lysis and incision of pubvaginal sling on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported by an attorney that mesh was implanted on (B)(6) 2010. It was reported that she experienced pain, erosion of her internal bodily tissue and has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that patient underwent mesh revision on (B)(6) 2012 after history of vaginal pain, dyspareunia, urinary incontinence and urinary tract infections. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.